Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:degenerative disease procedure:open surgery it was reported that on an unknown date, post-op, rod broke. The broken rod was removed from the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has pain. Procedure performed: a reconstructive and corrective surgery for polysegmental lesions of the spine with application of implants, stabilizing systems for all patients. Levels implanted: polysegmental (4 or more vertebrae) or non-specific tuberculosis spondylitis of the cervical, thoracic and lumbar spine.